Event description:
It has been reported to philips that the geometry movement failed. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the motion control module and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred before the starting of the procedure. It was rescheduled and completed on next day. The philips remote service engineer (rse) checked the system remotely and confirmed that there was fault with geometry movement. The philips field service engineer inspected the system onsite and confirmed via log file review that the gib (geo io box) was defective. The fse replaced gib io box. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.